Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown. Batch no: unknown. It was reported that reaction to chloraprep controlled trail. Verbatim: srg-ip-external ref# (B)(4) postoperative anti-inflammatory efficacy of 2% saline rinses and a herbal- mouthwash after non-surgical periodontal therapy for the management of periodontal inflammation in young adults with chlorhexidine allergy: a randomized controlled trial. Al-zawawi as, shaheen my, devang dd, aldulaijan ha, basudan am. Int j dent hyg. 2022 jan 27. Doi: 10.1111/idh.12583. Online ahead of print.

Event description:
Material no: unknown. Batch no: unknown. It was reported that reaction to chloraprep controlled trail. Verbatim: srg-ip-external ref# in-bd-22-000038-postoperative anti-inflammatory efficacy of 2% saline rinses and a herbal- mouthwash after non-surgical periodontal therapy for the management of periodontal inflammation in young adults with chlorhexidine allergy: a randomized controlled trial al-zawawi as, shaheen my, devang dd, aldulaijan ha, basudan am. Int j dent hyg. 2022 jan 27. Doi: 10.1111/idh.12583. Online ahead of print. Addendum: journal article, "postoperative anti-inflammatory efficacy of 2% saline rinses and a herbal- mouthwash after non-surgical periodontal therapy for the management of periodontal inflammation in young adults with chlorhexidine allergy. Review of the article shows that bd chloraprep (which contains chlorhexidine) was not used to treat the patient. As such there was no patient complication associated with chloraprep.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect ¿ e0402 hypersensitivity/allergic reaction imdrf annex f code health effect ¿ impact code: f25 unanticipated adverse device effect imdrf annex a code medical device problem code: a24 adverse event without identified device. Addendum: correction submitted to include imdrf codes not provided, and to identify the product was not a chloraprep device as reported in the initial MDR. This complaint will be cancelled in our system as it was erroneous.